Manufacturer narrative:
G4: 29oct2020 b4: (B)(6)2020 this was discovered during the ventilator's performance test, and that would occur prior to use on a patient. Based on this information, the reported issue is not likely to cause death or si, thus changing this case's reportability. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported failing patient circuit test. There was no patient involvement/harm reported.